Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse observed a non-recoverable error on surgeon side console 2 (ssc2) right-master tool manipulator (rmtm) could not confirm reported issue but replaced mtm as precaution. The fse replaced mtm2 to correct the reported problem. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. The mtm2 was returned for failure analysis, and the reported failure (recovery error) was unable to be reproduced but could be confirmed a having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matl passed. The following parts will be replaced as a precaution: axis 5motor, axis 5 magnet cup and magnet, pitch shaft will be replaced to accommodate repair. No trouble was found with the mtm2. A log review confirmed the bilateral inguinal hernia procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another dv after the start of the procedure due to non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a non-recoverable error had occurred. Customer power cycled the system and recovered. System logs confirm non-recoverable errors reported by the console 2 right master controller. A field service engineer (fse) to follow up. The customer called back and reported that the non-recoverable fault 25521 returned. Tse viewed logs and confirmed error on master tool manipulator-right (mtmr) for surgeon side console (ssc) 861602. Tse recommended that surgeon continue using console 1 (823766). The surgeon moved over to the second console and site was able to disable mtmr2 to continue. Site is continuing with procedure. The procedure was converted to another dv ssc and completed with no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.